Event description:
During laparoscope surgery, 12mm trocar cannula presented difficulties in use. Poor purchase on abdominal wall, trocar also "clung" to instruments. Cannula fell out of place 12-14 times, repeated insertions resulting. Epigastric artery or vein perforated, surgical intervention and admission performed.